Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report: 1221359-2021-01622.

Event description:
The customer reported false positive results with the ID now covid-19 assay for 2 patients performed on (B)(6) 2021. This MFR. Report addresses patient 1 of 2. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. The sample was noted to be direct tested. Rt-pcr [transcription-reverse transcription concerted reaction (trc) method] confirmation testing generated negative results. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. Rt-pcr confirmation testing (x2) with tosh platform (trc method) and with shimadzu platform (autoamp method) generated negative results respectively.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m144104 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144104, test base part number 190-430 / lot m144104. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144104 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. Reference MFR report: 1221359-2021-01622.